Event description:
A cartridge alarm was reported during the load process. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Customer service assisted the caller by having them clean the pneumatic tap, and the cartridge was successfully loaded, allowing the customer to resume insulin therapy. The issue was resolved.